Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the returned 30mm central post, modular had broken off. Functional testing was not performed due to the damage of the device threads. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2018.

Event description:
On (B)(6)2024, it was reported by a sales representative via sems-06636547 that an ar-9621-30t 30mm tap broke. This occurred during use in a case with no patient effect.additional information requested

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the returned 30mm central post, modular had broken off. Functional testing was not performed due to the damage of the device threads. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2018.